Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The plunger head had contamination. The bottom case was cracked and the keypad was damaged across the display. There was a force sensor test error in history. The root cause of the reported issue was found to be the plunger head was full of contamination. Actions were taken to mitigate the reported issue: replaced the completed plunger assembly, bottom case, keypad, keypad lens support, tube seal(grommet)parts of the drive train assembly.